Event description:
It was reported that a cadd® cadd-prizm® vip system drains battery fast. There is no report of any patient involvement.

Manufacturer narrative:
Additional information received on 11-dec-2018 that there was no patient involvement. One cadd prizm vip pump was returned for analysis. However, the device was received and serviced before it was known there was a complaint on the device. According to the service depot notes from 02-nov-2018, the customer's alleged issue of battery drain was confirmed. Investigator reported that the high current draw from motor causing the excessive battery to drain. Service replaced faulty motor, downstream sensor and overlay. The pump was also recalibrated and software reinstalled. The device passed both functional and delivery test. The root cause of the reported problem is unknown.